Manufacturer narrative:
Device passed the displacement test, selftest, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error and stuck button alarms. The customer¿s blood glucose level was 125 mg/dl. The customer was able to clear the alarm and rewind the insulin pump. The customer performed displacement test and it passed. Customer states insulin pump was not exposed to a high magnetic field. Customer states they did not press a button down for 3 minutes or longer. The customer was advised to revert to the back-up plan. The device will be returned for analysis.